Event description:
A nursing home pt was being moved from a reclining chair to her bed by use of a hoyer lifting device. A sling under the pt is attached to the arms of the hoyer by use of four straps that are looped over hooks in the arms of the lift. After being lifted from the chair, the right side of the sling suddenly became loose from the lift's arm while the left side remained hooked, dropping the pt head first onto the floor hitting her head above the right ear. It is uncertain whether the straps were hooked correctly or whether they somehow slipped from the hooks on the arm . There is no safety device to insure that the straps are actually hooked or will remain in place after being hooked, relying instead on a visual check that the straps are hooked and the tension on the straps as the lift's arms are raised will hold the straps in place. Since there is a series of loops on the straps -colored yellow green, red, etc. - it can be somewhat confusing to determine which of the loops are actually hooked.